Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal on a patient that had a "large" fibroid on (B)(6) 2013. The physician had to abort the procedure "due to a deficit of 5l". The patient was admitted into the hospital due to pulmonary edema. The physician noted there was "no perforation in the cavity and suspected the high fluid deficit was due to the fibroid absorbing the fluid due to the veins opening up at removal". The patient was released the following day on (B)(6) 2013 and "was doing fine".

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).